Event description:
It was reported that the patient presented prior to generator exchange procedure. Upon interrogation, it was noted that the right ventricular lead exhibited high pacing impedance. Fracture of the right ventricular lead was noted. The reported lead was capped and replaced on (B)(6) 2023. There were no patient consequences.